Manufacturer narrative:
(B)(4). The customers' request for a log review has been completed. The review of the associated pcu event log indicates that the pca infusion was programmed exactly as reported by the user with a pca dose of 2 mg and a lockout period of 6 minutes. According to the log the first dose was delivered at 4:54 pm on (B)(6) 2012 and the last dose at 12:47 am on (B)(6) 2012. During that time period a total of 55 doses were delivered for a total of 110 mg. The root cause of the customer's experience was not determined during the investigation. No programming errors were found during the log review. Log review only. Method: field left blank - no available code for data/log review. Conclusion: field left blank- no available code for unable to determine from log review only.

Event description:
Customer requested an event log review for pca programming and what was delivered because of what they classify as a "moderate harm" patient event. Patient admitting diagnosis is unknown. The patient received 110 mg of morphine in less than 10 hours, and had an episode where he became unresponsive. Programming was intended to be morphine 2.5mg/ml; bolus dose 2mg; lockout 6 min, and would have been programmed on (B)(6) 2012, time not provided. The report says that when the patient was checked around 0450 on (B)(6) 2012 his respiratory rate was 16, he was very sleepy, and could only be roused when stimulated. Five minutes later he was found to be unresponsive, and was given narcan 0.4 mg IV q 5 minutes x 3 starting at 0500 with no effect. He was then given 0.3 mg narcan (time not provided) and 0.2 mg at 0535, and finally became rouseable at 0540. At 0545 he had a seizure lasting 20.25 seconds. Following this he was stabilized, then transferred to ICU for monitoring at 0640. His current status is not known other than he is stable. Additional medications: sr morphine 20 mg at 17:45 and an unspecified dose of seroquel at 23:30. Although requested, no additional patient or event details were provided by the customer.